Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the surgeon fired across tissue that wasn't thick. Heard the handle cracked, when he tried to pull the black knobs back, he couldn't pull them back all the way. With a lot of effort, they were able to pull them back most of the way, but the jaws stayed completely closed on tissue. Device had to be forced off tissue. It was noted that after the stapler was removed from the patient cavity, the stapler could be fired over and over again, did not lock out after it was fired. The device tore the lung as it was pulled off the tissue, causing tissue loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).